Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. No moisture damage was noted on electronic assembly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that the customer had a keypad anomaly and moisture damage on the insulin pump. The customer's blood glucose level was 10.00 mmol/l. The customer states it got wet and now isn't doing anything. The customer states at the moment it is alarming battery out limit but the keys are not responding. The customer was advised that the insulin pump is not to replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.